Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2020 and the absorbable straps were used. It was reported that during the procedure, the product strap25 was not working properly. It was reported that the tacker was not fixing properly and it was falling to the viscera portion. It was reported that the case couldn't be complete with the device. It was also reported that the surgery was delayed due to the reported event by ten minutes. The procedure was successfully completed with an alternate item. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2021. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. Upon disassembly the prongs of the fork were deformed causing the jamming and seven straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. No further investigation will be conducted. Result information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 5/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2020.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.